Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that a titration test on the rotary valve resulted with imprecise values. The cse replaced the rotary valve, rotary valve tubings, and x-seal. The cse then repeated the rotary valve titration test and all values were consistent. The cse also replaced the integrated multisensor technology (imt) system sensor, superconditioned it, and calibrated. Precision tests were run on level 1 and level 3 qc and patient samples and all results were acceptable. The cause of the discordant sodium results was related to a rotary valve malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The laboratory staff working the following shift ran quality controls (qc), which were low. The samples that had been tested on the instrument during the previous shift were then repeated on an alternate instrument and resulted higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.